Event description:
Pt c/o back pain and sob after treatment started. This was the 1st use of a preprocessed dialyzer. Treatment was resumed on the same dialyzer after being primed with 1000cc of ns and the bfr was gradually increased to 400cc/min.